Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock for sinus tachycardia. The patient was in atrial tachycardia when the ventricular rate abruplty accelerated. The qrs morphology changed and got slightly wider. It was reported that the detection rates were 165 bpm and 205 bpm for the programmed zones. The rhythm ID template was last successfully updated on the day of this call.